Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-aug-14, information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the implant was ¿sticking out more than it used to¿ and they started feeling pain in that area about a week and a half or two weeks ago. They stated that the pain was radiating out from the implant. There was a lump back there and there never was before. They stated that they did have a minor fall on (B)(6) 2019, but no recent falls. The patient wanted to schedule an appointment with a rep. An email was sent to local reps on their behalf. The event occurred in 2020. On 2020-sep-02, additional information was received from the patient. It was reported that patient couldn't point out an incident, they noticed pain around mid-february, activity level has not really changed. When the issue of implant bulging was first noticed, patient spoke to pain management and called the manufacturer for advice. The issue was not resolved manufacturer representative checked and recommended surgical intervention. Waiting for surgeon appointment. No further complications were reported.